Event description:
It was reported that the customer was hospitalized due hypoglycemia and diabetic ketoacidosis on (B)(6) 2022. Customer blood glucose level at the time of incident was unknown. No further patient complication were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.